Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Although there are many potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, a leak was found between the hub and the catheter. No clinical consequences to the patient were reported

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, a leak was found between the hub and the catheter. No clinical consequences to the patient were reported